Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented at the emergency department with a driveline communication fault. Log files interrogation revealed intermittent communication fault (comm a) alarms that started on 23may2024. The modular cable and system controller were exchanged which cleared the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on (B)(6) 2024 correlating to the system¿s comm-a line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the controller's ability to support the system. No other notable events were observed. The returned system controller (serial number: (B)(6) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced, even when the controller was tested alongside the returned modular cable. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline comm fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.